Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported an early sensor expiration. The sensor was inserted into the arm on (B)(6) 2019. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4). Model #/catalog #/lot #/expiration date - correction "9500-46, sts-gs-003, 5248073, 30-oct-2019." Device manufacture date - correction "29-nov-2018."

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The root cause could not be determined.